Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 that the patient reported receiving an early sensor expiration notice. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for investigation. However, this is not the complaint device. The device was visually inspected and no defect was found. The customer complaint is undetermined as sensor analysis would not be able to confirm the complaint or determine a potential probable cause.